Manufacturer narrative:
Conduction disturbances are a potential procedural complication per the corevalve IFU and are associated with any cardiac or thoracic procedure, open or catheter-based, and can be resolved with medical treatment or the implant of a permanent pacemaker. The device remains implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that same day following the implant of this transcatheter bioprosthetic valve it was noted that there was first degree av block and complete left bundle branch block (lbbb) with bradycardia. Five days following implant a permanent pacemaker was placed. The patient recovered. No other adverse patient effects were reported.